Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was not able to adjust the stimulation with the programmer. The "call your doctor" icon was displayed. The pt went to bed and awoke shaking. It was noticed, at that time, that a power on reset (por) condition had occurred. The pt's implantable neurostimulator was working fine "up to a few days ago." It was later reported that the error codes associated with the por condition were not known. The cause of the por condition was not known. The pt also experienced muscle rigidity and bradykinesia. No troubleshooting was performed. The pt's device system was interrogated, the neurostimulator was turned on, and the pt's therapy was restored.